Event description:
It was reported that the connecting tube is broke at the connecting part. The issue occurred during a non-specified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found that one of the lock levers is broken. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, the following fields were corrected due to errors in the initial report: a1 (patient identifier), d9 (date returned to manufacturer). The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that external stress was applied to lock lever of the connecting tube (the user may have applied force toward the incorrect direction), which broke the lever and the tube was unable to be connected. The issue can be detected/prevented by following the instructions provided in: maj-2110 instruction manual - chapter 9, preparation and inspection - before using this product, always check the following on the connecting tubes. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. 3 visually inspect the pin of the reprocessor side connector to ensure that there are no bends or breaks. Olympus will continue to monitor field performance for this device.